Manufacturer narrative:
The device was returned for evaluation. A visual inspection of the returned mlx light source found customer applied labels. Cracking damage to the exterior surfaces. Also, the lamp casing was melted and the hot mirror was out of place and cracked. Functional testing found the unit powered "on" and the burning smell was confirmed. The excessive heat is considered to have resulted in melting or damaging internal components and assemblies. The findings of the evaluation are considered due to rough handling and/or tampering; user error. The reported complaint was confirmed. There has been no manufacturing deficiency identified. Device identifier: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2018, a 00mlx 300w xenon lightsource had a burning smell. No information provided if device was in contact with the patient, patient injury and delay in the surgery. Additional information has been requested.